Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent.

Event description:
It was reported that during the implant attempt the leads were inserted into the body but removed and not implanted. The left ventricular (lv) leads were unable to be positioned due to patient anatomy. The right ventricular (rv) lead was not implanted due to an unexpected pre-formed shape on the lead tip making the lead difficult to maneuver into a correct position. The rv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the leads were inserted into the body but removed and not implanted. The left ventricular (lv) leads were unable to be positioned due to patient anatomy. The right ventricular (rv) lead was not implanted due to an unexpected pre-formed shape on the lead tip making the lead difficult to maneuver into a correct position. The rv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).